Event description:
Description of event according to initial reporter: went to put the filter on the jugular access and upon deployment the hook had not been captured. Therefore, it mal-deployed. Patient outcome: the facility had to bring the patient back to retrieve this filter (complaint device). After the filter was retrieved, new filter was placed successfully.